Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment presumably for a common iliac artery aneurysm on the left side and was therefore treated with gore® excluder® aaa endoprostheses. At initial implant, all devices were confirmed to be fully patent. On (B)(6) 2017, follow-up computed tomography imaging found no issues. On (B)(6) 2018, follow-up computed tomography angiography imaging showed the gore® excluder® internal iliac component hgb on the left fully occluded. Reportedly, the patient has no symptoms.

Manufacturer narrative:
Conclusions code 1: corrected code. Code 22 - according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® iliac branch endoprosthesis may include but are not limited to: endoprosthesis occlusion.